Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity and multiple sclerosis. It was reported that the patient reported new details and said that the healthcare professional (hcp) said it would be "good for him" to "injected the medicine in his spine". Patient said that the found out the medicine in the pump now was breaking down his muscles and he could not stand. Patient said he had "to have it turned way down". Patient said that he was told to "jack it up" (the medication), and the patient kept jacking up the medication. Patient said that muscle relaxer was going to take your cramps away but it was not going to make your legs work. Patient reported that couldn't see clearly because the muscles on the patient's eye got so relaxed and he couldn't focus so the patient turned it the medication down, every week, and his eyesight came back. No out of box failure was reported. No medical or therapy problem related to a small components product was reported. No further complications were reported.